Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-(B)(6). It was reported that the patient did not have coverage by their right foot and toes. The patient noted that a technician tried to reprogram with the working leads. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# j0114278v, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. It was reported that the device was dead due to normal battery depletion. The patient said that ¿there has only been 3 working on the lead.¿ the patient stated they had problems in 2008 and the healthcare provider (hcp) told them not to change anything until the battery died. It died and the battery was replaced. The patient wanted to donate their old programmer and charging equipment. No symptoms or further complications were reported.